Event description:
It was noted that fluid was leaking from the PICC and there was a hole in the white lumen. Line removed and replaced. This facility is seeing an increased trend with this manufacturer's device.